Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during routine follow up, interrogation it was shown that contacts 0 and 7 were out of range, high impedances. There were no effects to the patient. Programming was modified to avoid contacts 0 and 7. The issue was resolved.